Event description:
Per the clinic, the patient developed fluid buildup at the implant site and the site was drained on (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.